Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 21 mg/dl; cause was not known. The customer received intravenous fluids of saline and dextrose 5 to address the bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.